Manufacturer narrative:
(B)(4). The anesthesia workstation was investigated at the hospital by our local field service engineer. The cause for the reported event was a gasket in the gas inlet section that had been damaged and had come out of the expected position when the maintenance was performed, and all gas modules were removed at the same time. The misplaced and damaged gasket, created a leakage which resulted in an unexpected gas mixture. A redesign of the gas inlet section to prevent the gasket from getting misplaced during maintenance and/or service intervention was implemented in production during q4 2011. The reported device was manufactured before the implementation of the redesign.

Event description:
(B)(4).

Manufacturer narrative:
(B)(6) 2015 10:01 am (gmt-4:00) added by (B)(6)((B)(4)). More information surrounding the event has been sought. A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that during a demo session of the anesthesia workstation, when using the gas combination o2/air and disconnecting the oxygen hose, the anesthesia workstation delivered 100 % nitrous oxide. There was no patient involvement. Manufacturers ref: (B)(4).